Event description:
On 08/22/1998 during a bronchoscopy of the pt in room by dr. A foreign body was extracted from the left lower lobe of the bronchus. Upon close examination, it was determined to be the tip of the closed suction system (isocath).